Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a study that the patient expired of "cardiopulmonary collapse" approximately 10 months after implant. No further details surrounding the death are available. There are no complaints or allegations against the device or any part of the system.